Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another meter. The reported indicated obtaining blood glucose readings of "186 mg/dl" with another device, performed within 30 minutes of each other. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.